Event description:
The event involved a chemoclave® bag spike where it was reported when the nursing staff cut the black outer bag during the administration process, a significant amount of fluid leaked out. The bag was prepared for hanging, but prior to this, the external packaging was intact. Pharmacy checks the bags when they arrive and dispenses them, but they do not cut the outer black bag. The bag was not spiked or the purple outer packaging pierced. When the chemotherapy leaked out, it resulted in skin contact with the customer. There was immediate disposal of contaminated items in contact with the skin in cytotoxic bin, and thorough washing of skin on hands/forearms where there was possible skin contact. Personal protective equipment (ppe) was applied to complete the spill clean up procedure. Once immediate situation was controlled health care provider had full shower and change of clothes as per protocol. Customer confirmed there was no indication of injury. The leak was thought to be coming from the bottom of the bag, potentially the blue clip attachment . Customer reported no damage was clearly sighted on the ancillary attachment provided with the product. Customer also reported there was no damage clearly sighted to the product packaging, or the carton the product was delivered in. There was patient involvement but no patient harm. However, there was product skin contact with the nursing staff but there was no report of injury.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.